Event description:
The customer reported about 20 milliliters of diluent were leaking to the bottom of their lh750 instrument while running patient samples. The leak was not contained within the instrument. No erroneous patient results were generated in connection with the reported event. There was no biohazard exposure to mucous membranes or open wounds.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse found tubing had popped off a fitting at valve vl49a. He reattached this tubing to resolve the leak and verified instrument operation. (B)(4).